Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with the same model was implanted. Additional information from the field representative provided this ra lead was replaced after pacing impedance measurements had fallen. However, pacing impedance measurements remained within normal limits. In addition, elevated thresholds were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.